Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after use of bd vacutainer® edta 2k cream colored fm was observed to be on two areas of the tube. No patient impact was reported. The following information was provided by the initial reporter: according to the customer's report, cream-colored fm was found to be adhered to two areas of the tube. Whether it was outside or inside could not be determined.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 10-jul-2023 . Investigation summary: bd japan received a sample and attached five (5) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Embedded fm was observed in the sidewall of the tube. This is considered a cosmetic defect as embedded fm is isolated from any specimen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that after use of bd vacutainer® edta 2k cream colored fm was observed to be on two areas of the tube. No patient impact was reported. The following information was provided by the initial reporter: according to the customer's report, cream-colored fm was found to be adhered to two areas of the tube. Whether it was outside or inside could not be determined.